Event description:
It was reported that pump screen remained dark and would not turn on, and button was extremely difficult to press and required multiple presses to activate pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to attempt to turn on pump, agreed to use multiple daily injections as backup therapy, and was provided replacement pump under warranty; customer also acknowledged instructions to place old pump in storage mode, transfer settings and cgm connection to replacement pump, and return problematic pump using prepaid label.